Event description:
It was further clarified that of the 3 systems, 2 were replaced and one was left implanted. The system that remained implanted was not overdischarged and was functional.

Event description:
It was reported that the patient was only able to charge one of their three implantable neurostimulators (ins). The patient stated that they had one ins in their abdomen, one on their left hip and one on their right side. The patient noted that the one on the right side was the one that they could charge. It was noted that an ins overdischarge was suspected. The last successful recharge session and the last time any stimulation was felt was a ¿couple months¿ prior to report. The patient stated that the reposition antenna screen came up. The patient noted that they had attempted to use the antenna locate feature three to six times. The patient was redirected to the healthcare professional (hcp). Additional information received reported that the device was over-discharged and unrecoverable. It was also noted that the overdischarge was unable to be recovered and was replaced. Additional information received reported that the patient was receiving effective therapy following their replacement procedure and they were scheduled to be seen for follow up on 2014 (B)(6). Please refer to manufactures report # 3004209178-2014-15061 and manufactures report # 3004209178-2014-15064 for additional information on a related devices.

Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 37712, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID neu_unknown_lead, serial# unknown, implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3987a, lot# n183268, implanted: 2010 (B)(6); product type lead product ID 37712, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 37712, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 37712, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).